Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Stored atrial tachycardia response (atr) episodes showed inappropriate mode switching due to intermittent far field r wave over sensing. This device remains in service and no adverse patient effects were reported.